Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode resulting in a cerebellar bleed. Double ventricular pace markers were noted in a stored atrial tachy response (atr) episode. There appeared to be loss of capture with back-up pacing due to ventricular undersensing during atrial pace. It was also noted that the patient has had long episodes or atrial fibrillation (af). No additional adverse patient effects were reported.